Event description:
It was reported that a heartmate touch was being very slow. The heartmate touch was turned off, turned back on, then froze on a black screen with the apple logo and would not turn off. The heartmate touch had only been connected to its own abbott-supplied power cord, not any other power sources and wifi had remained off per instructions for use.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch being ¿very slow¿ was not confirmed. The reported event of the heartmate touch being frozen on the black screen with an apple logo displayed was confirmed via the submitted photograph; however, the issue was not reproduced during testing. The submitted photo showed the heartmate touch tablet displaying the apple logo on a black screen. The heartmate touch tablet was returned for evaluation. The tablet was returned with a depleted battery. The tablet was fully charged without issue. The heartmate touch app was functionally tested with a test wireless adapter and system controller on a mock circulatory loop and was found to operate as intended during analysis. No issues with the heartmate touch were observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Heartmate 3 instructions for use (IFU) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.